Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the device met specifications during evaluation. Filled normally in decon and service evaluation. The l-tube & double l-tubing appears distended/expanded however water flow was not impeded, it will be replaced preventatively. Pem strip on shell. The device underwent pm servicing while in for repair. Cleaned condenser coil, tank, and level sensor. Serviced the mixing, and circulation pumps. Replaced the heater, manifold o-rings, drain valves, tank tubing, shell and the coin cell. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. Correction: d,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the biomed was having issues in filling the device (bad circulation pump) and realized it was due for the 2k preventive maintenance and coming in for 2k preventive maintenance service. Per sample evaluation results on (B)(6) 2023, it was reported that the l-tube & double l-tubing appears distended/expanded however water flow was not impeded, it would be replaced preventatively. Pem strip on shell.

Event description:
It was reported that the biomed was having issues in filling the device (bad circulation pump) and realized it was due for the 2k preventive maintenance and coming in for 2k preventive maintenance service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.